Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pump was flipped. A revision was being performed as of the date of this report. It was believed that they did not have ¿much of a suture on.¿ they did not replace the pump, ¿just putting it back where it¿s supposed to be.¿ the physician was using a mesh pouch to help prevent the pump from flipping. The physician was in the process of using the catheter access port to make sure he can push dye. The physician could push, but could not aspirate. The physician experienced difficulty disconnecting the sc from the pump. The physician decided to not remove the sc. The pump was delivering morphine, clonidine and bupivacaine.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).